Event description:
It was reported that the compressor while in use on a pt shut down. There was no injury to the pt. The unit was replaced and taken out of service. (B)(4).

Manufacturer narrative:
The reported compressor was examined at the hosp by our co rep. The mains inlet was found to be defective. The fuses and the mains inlet were replaced and after a successful functions check and simulated use test, the compressor was returned to service. Earlier investigations determined that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power; bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system; chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection; dust in the environment if deposited on the fuse holder, which will insulate and increase the temp around the fuse and affect the contact between fuse and fuse holder.